Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis lucera elite duodeno video scope when used in a combination with single use distal cover maj-2315, it came off and fall outside the body. It was having a crack-like break in the center of the front side of the base of the scope, which caused it to come off. The issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure which was completed using a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6. Based on the results of the investigation, a definitive root cause could not be determined. However, may be presumed that crack-like fracture on the distal end section may have resulted in detachment. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿tjf-q290v operation manual chapter 3, ¿preparation and inspection¿ section 3.4, ¿inspection of accessories¿ describes how to inspect for the distal hood maj-2315.¿. Olympus will continue to monitor the field performance for this device.

Event description:
Related patient identifier: (B)(6).